Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique, which resulted in peritonitis. The peritonitis manifested as cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for the event. On an unknown date, the patient began treatment with vancomycin and amikacin. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.